Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient had an x-ray. It was determined that the patient's lead had moved. All 7 standard c onfigurations were tried with increasing of amplitude on all of them. The patient's device was turned on and used to check for any connection issues. A revision was scheduled for (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The manufacture representative reported normal impedances but the patient did not feel stimulation on all 7 programs. Buzzing was felt in the pocket when the device was programmed which had occurred approximately one week post implant. A set screw issue was reported. Additional information reported that the patient had an x-ray. It was determined that the patient's lead had moved. All 7 standard configurations were tried with increasing of amplitude on all of them. The patient's device was turned on and used to check for any connection issues. A revision was scheduled for (B)(6) 2016. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.